Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The cine disk was formatted. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 had a problem with the left monitor. No pt injury was reported.